Event description:
The company was informed that in (B)(6) 2011, the patient was admitted to the hospital due to headache and pain around the implant site. The patient was treated for edema with IV antibiotics (type unknown). Oral antibiotics (type unknown) was prescribed. Testing of the device showed that the device is functioning. External equipment has been exchanged. The patient continues to be monitored by the center.